Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. There was no physical damage on the unit. The investigator subsequently filled the tank with water, attached a temperature test fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (faulty front display) was not confirmed during testing. The lcd screen functioned as intended. No fault was found with the device. The water tank and gasket were replaced as a preventive measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the front display was bad. No patient injury or complications were reported in relation to this event.